Event description:
65 y/o female admitted for removal of bilateral breast implants and bilateral capsulectomies and revision of mastectomy scars. Pt had migration of a left implant with contractures which were painful. Upon removal, the inner sheath was intact, but the outer sheath was deflated. The implants had been in place since 2/28/94.